Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, she experienced feeling tired, shaky and was ¿going low¿. The cgm was reading 9.4 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient was treated by the husband with glucose liquid. It was understood that the patient needed assistance due to the symptoms experienced. The patient was able to recover after treatment. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.